Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013.device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the black box review showed multiple power on reset events on the reported event date. The battery compartment was undamaged, the battery cap was not returned for investigation. A test battery cap was used and was able to fit securely and to maintain electrical connection for the investigation. Thepump powered ¿on¿ and displayed the ¿verify¿ screen. The test cap was tighten and then unscrewed ½ turn with no power loss. The pump was primed and exercised for 24 hours. No power interruption occurred during the course of the investigation. The pump¿s cover was removed with no evidence of damage, defect or contamination of the power circuit. Investigation was unable to duplicate the complaint.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported an intermittent power issue. The pump reportedly rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.